Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited low impedance measurements. The ra lead was removed and replaced. The patient was recovering post procedure.

Manufacturer narrative:
The reported event of low lead impedance was confirmed. As complete lead was returned in one piece with the helix found extended/bent and clogged with dried blood/tissue. Visual examination found the outer/inner coils compressed at the proximal region of the lead consistent with procedural damage which cause the reported event. Electrical testing did not find any indication of conductor fractures. Electrical testing found internal shorting between conductor coils due to procedural damage to the inner insulation. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.